Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and failure analysis (fa) investigation replicated/confirmed the customer reported complaint. In-house fa installed ec with a primed circuit assembly (pca) test system which launched in maintenance mode to program software. The system started up with error 319 pointed to the dual camera interface board (dcib) and endoscopic controller power distribution (ecpd). Also, the heart beat (d4) led, d9, and enet light not up, and p12v_a was flashing red and making noise. Dcib was failed. The fa performed light engine sensor check and is less than 5%.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Analysis is not yet completed. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, the customer reported to intuitive technical service engineer (tse) that they experienced a 307 error. Tse viewed logs and noted error 307 on logs for endoscope controller (ec). Tse had the customer perform a hard reboot system and the system faulted with error 319. Tse confirmed that cables were connected properly for ec and video processor (vp) with customer and that the breaker switches were in the I position while performing reboot. The customer undocked the robot. It was unknown how the procedure was completed. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the system initially did power on without errors. The system was rebooted. The surgeon went out and spoke with the family who decided to abort the procedure. No known of patient injury.